Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va083g4, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported via a manufacturing representative that she did not have symptom relief. This occurred during normal use. The cause of this event was unknown. Actions required as a result of the event consisted of system explant. Voltage was adjusted, programs were changed, and an x ray was taken to ensure proper lead placement. The device was simply not helpful. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.